Manufacturer narrative:
At this time, the device has not been returned for evaluation. This record will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
It was reported that during scheduled replacement of this implantable cardioverter defibrillator (ICD), a code 1007 was noted indicating that the capacitor charge time had exceeded its limit. The patient had reportedly recently undergone a magnetic resonance imaging (MRI) scan. When tested, charge times were 45 seconds. The manufacturer representative was not ale to use radio frequency telemetry with the device. Review determined that the device had reached battery depletion in (B)(6) 2018. The device was explanted and replaced as planned. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the device has been returned and evaluation completed.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. Subsequently, an alert was generated due to charge time being exceeded (code 1007). The battery voltage was lower than expected. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal as well as leading to the long charge time.